Event description:
The report indicated that when cardiopulmonary bypass commenced, poor venous return was noted by clinican. The hardshell reservoir was changed out. Full cardiopulmonary bypass was restored with no further flow problems noted. No patient injury was reported.